Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was on, but the display remained black. Customer's blood glucose was 300 mg/dl. Customer reverted to an alternate method of insulin delivery.